Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent had been implanted during a stent placement procedure performed on (B)(6) 2016 as part of the e7099 abc wallflex registry: palliative treatment of biliary strictures produced by malignant neoplasms prior to curative intent surgery, with or without neoadjuvant therapy. The patient had no reported medical history by the site and never had any prior plastic or metal biliary stents placed. On (B)(6) 2016, liver function test were performed. On (B)(6) 2016, baseline assessment of biliary obstructive symptoms (abos) was conducted, and jaundice and dark urine were noted. On (B)(6) 2016 the patient underwent a study stent placement as an outpatient procedure. The wallflex biliary rx fully covered rmv stent was deployed via endoscopic retrograde cholangiopancreatography (ercp) in a satisfactory position across the stricture. A biliary sphincterotomy was performed during the study stent placement procedure and the patient also underwent brushing. On (B)(6) 2016, the patient was transitioned to palliative management and did not undergo curative intent surgery. The patient had a progression of disease, reported as ¿new evidence of unresectability". On (B)(6) 2016, a complete distal migration of the stent was noted. Reportedly, the migration was not due to stricture resolution. The patient experienced biliary obstructive symptoms of nausea/vomiting and a recurrence of the original biliary stricture. During an inpatient procedure, another wallflex biliary fully covered rmv stent was successfully implanted. The patient died from disease progression on (B)(6) 2017. In the physician¿s assessment, the patient's death was not related to the study stent.